Event description:
It was reported the patient's blood glucose levels rose to over 300 mg/dl, while wearing the pod between 24 and 36 hours. The patient reported being unsure if the cannula was properly seated in the infusion site (arm). As treatment, the patient gave a correction bolus of 15 units of insulin and changed out the pod. The pod was leaking.

Manufacturer narrative:
Locked down smartphone: phone_control_ios. Omnipod software app version: 1.1.6. Smartphone operating system: 18.3. Smartphone hardware: iphone16.1. Cgm sensor type: g6. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The received device had the cannula assembly fully deployed. Investigation found the exposed portion of the soft cannula to be flattened. Although damage was observed to the soft cannula, fluid was able to flow through the entire fluid path with no issue. The timing and cause of the damaged soft cannula could not be determined. The distal tip of the soft cannula was manually occluded, and no leaks were present. The fill septum and fill port were observed, and no damages, deficiencies, or gouges were found. No housing or environmental seal damage was found. Investigation found no defects or manufacturing deficiencies to the needle mechanism that would contribute to an improper insertion of the cannula. The device data contained no timeouts or drive stalls. An alarm indicating an empty reservoir, was observed in the device data. The reservoir was confirmed to be empty upon inspection. Green indicator fluid was used for fluid path testing. Although no damage was present, a root cause of unsure properly inserted could not be determined. The automatic glucose control algorithm was able to adapt the suggested insulin appropriately based on estimated glucose values and user inputs when the sensor and device were connected.